Manufacturer narrative:
The test strips are no longer available.

Event description:
The rn faxed in data indicating 2 patients had erroneous results when they were tested on coaguchek xs meter with serial number (B)(4) compared to the laboratory using the dade innovin method. Patient 1 initial test at 4:04 p.m. On the meter was 5.0 inr. A sample was drawn for the laboratory at 4:14 p.m. And the result was 3.7 inr. The patient was advised to hold their warfarin dose the evening of (B)(6) 2016. On (B)(6) 2016 patient 2 (female, date of birth (B)(6) 1957, (B)(6) lbs) initial test at 4:05 p.m. On the meter was 4.9 inr. The result from the laboratory at 4:17 p.m. Was 3.7 inr. The patient was advised to hold their warfarin dose the evening of (B)(6) 2016. It was noted that this patient regularly consumes boost drinks, but did not have her usual drinks a couple of days prior to the tests. No adverse event occurred. Both patients feel "normal." The therapeutic range for both patients is 2-3 inr. The patients are not on heparin or any direct thrombin inhibitors. They are not known to have antiphospholipid antibodies. The suspect product was requested for investigation. The test strips are no longer available for return. The lot number used for the tests is not known. The suspect meter was returned. The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. No error messages occurred. The returned material and the retention material meet the specification.